Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) flo-gard infusion pumps presented air in line alarms during use with baxter sets. This occurred during infusion of intravenous immunoglobulin (ivig) from a glass container at 50 cc/hr. The reporter stated that there was no visible damage or defect to the sets, and that the sets flowed properly when not in a pump. The reporter was unable to clear the alarm, so therapy was completed via gravity infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.